Event description:
Patient (B)(6) called on (B)(6) 2018 regarding a dc drain complication encountered message during drain 1 of 5. Upon follow up with the patient on (B)(6) 2018 around 2:49pm et, the patient mentioned that catheter was blocked and had surgery to replace it. Patient's catheter is a non fmc manufactured product. The patient is recovered and continues with peritoneal dialysis. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).